Manufacturer narrative:
Description of changes: field d9: updated to "yes". Field g3: updated "date received by manufacturer". Field g6: updated to "follow-up, 30-day, # 1". Field h2: selected "device evaluation". Field h3: updated to "yes". Checked "evaluation summary attached" box. Field h6: added "type of investigation" code 10. Added "investigation conclusions" code 18. Field h10: added description of changes.

Manufacturer narrative:
The device has not been returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. It was stated by the customer that there was no damage noted to the device during preparation for use. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support poor handling during folding and inserting . The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that during implantation of the lens as the surgeon was passing the trailing haptic of the iol into the eye, it broke off. Therefore, the decision was taken to explant the iol and exchange it for a new iol.